Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) confirmed that customer information technology (it) increased the e: drive storage capacity to 200gb, after which the issue was resolved successfully. The system functioned as intended after the customer it resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es unable to login. However, there were no delay to patient care and adverse events or injuries reported based on this incident.